Event description:
It was reported that after placement of a urethral support system in a patient in 2002, the patient experienced urinary retention and was re-hospsitalized and returned to the operating room in 2003 for a sling relase. Retention of urine was resolved the following month.